Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative diagnosis was incisional incarcerated hernia with small bowel obstruction and the postoperative diagnosis was incisional incarcerated hernia with small bowel obstruction and abdominal adhesions. The procedure performed was an exploratory laparotomy, release of small bowel obstruction, lysis of extensive abdominal adhesions, appendectomy, repair of incisional hernia with mesh graft. The patient has had a pain, infections, recurrence and bowel obstruction.